Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Customer's blood glucose level was between 400-499 mg/dl. Customer adjusted pump time and date and tandem technical support advised the customer to monitor pump time.